Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive after charging, with the user observing a cracked screen and reporting difficulty accessing the upper left portion of the display; the device had been functioning the prior day and the user suggested the damage could have occurred from contact with a nearby window frame or rolling over on the pump, consistent with a fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.